Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kinked guidewire is confirmed but the exact cause is unknown. One 5 fr dual lumen powerpicc was returned for evaluation. The guidewire was returned and a kink was observed 18 mm from the distal end. Use residue was observed throughout the guidewire. Microscopic observation of the guidewire revealed the distal weld tip to be intact. Based on the condition of the returned sample and description of the reported event, it is likely that the kink occurred during use due to advancement of the guidewire against resistance. The IFU states ¿caution: do not use excessive force when introducing guidewire or microintroducer as this can lead to vessel perforation and bleeding.¿ a lot history review (lhr) of rebt0728 showed one other similar product complaints from this lot number.

Event description:
It was reported that during the passage of the guidewire, it bent inside the vessel and therefore the passage of the catheter was impossible. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebt0728 showed one other similar product complaints from this lot number.

Event description:
It was reported that during the passage of the guidewire, it bent inside the vessel and therefore the passage of the catheter was impossible. No patient injury reported.